Event description:
It was reported that the user experienced repeated occlusion alerts while using the ilet with a teflon infusion set, which interrupted insulin delivery around a meal and led to elevated blood glucose up to 320 mg/dl; partial insulin was delivered by the pump, additional insulin was administered by pen, and the issue resolved only after a full supply change, consistent with an obstruction of flow involving the connector/coupler. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of insulin flow associated with a deformation problem involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.